Event description:
On september 17, 2024, an impulse dynamics field representative was informed by an electrophysiologist (ep) that a patient's optimizer smart mini (osm) implantable pulse generator (ipg) had been explanted due to infection. The ep did not know if the infection came from the skin or pocket. No culture was performed after the device was explanted. Efforts for the patient to be seen by the ep are currently hampered due to the patient's recent and current incarceration. It is unknown at this time if the ipg was discarded after the procedure or if ii will be available for evaluation by impulse dynamics USA. A review of the device ohr including sterilization and manufacturing records was conducted, and no anomalies were found. There is no evidence at this time to suggest the device caused or contributed to the patient's reported infection.

Event description:
This is an amendment to a previously filed MDR. It was confirmed on (B)(6) 2024 that this device had been discarded by the hospital after the explant procedure. Evaluation of the device will therefore not be possible. As there is no evidence to suggest the device caused or contributed to the patient's infection, the reason for explant is attributed to the patient's condition and is not device-related.